Event description:
Biomedical technician reported an althin-baxter system 1000 hemodialysis device removed more weight than intended during a pt treatment. The device was set to remove 1.7 kg in 4 hours. After 2.5 hours of treatment the actual removal was 2.1 kg. The pt experienced a hypertensive episode, was vomiting and blood was found. Saline was administered and the pt was discharged and admitted to the hosp. The center reported that no alarm was activated until the pt was taken off the device. The pt remained hospitalized for one week with a diagnosis of an ulcer. Affiliate reports pt has fully recovered.